Event description:
The customer alleged that there was a cidex spill. When the unit was moved the bottle spilled because the lid was not on the bottle. The customer reported that there was no reaction or contact with the solution. The spill was a small amount.